Manufacturer narrative:
A lumenis service engineer reviewed photos of the component failure and concluded that failure of hvps controller pcb component was the cause of the alleged "loud explosion and flames". A review of subject device risk files (1007143_b) revealed risk #6.1. System component failure leading to overheating/fire which can result in burns or smoke inhalation. The mitigations and control measures were effective (system meets safety standards, all polymeric parts including pcb meet ul94 standard for flammability). The risk has been characterized and documented as acceptable within a full risk assessment versapulse powersuite 100w s/n (B)(4) was installed at the customer's site in 01-mar-2005. In 2012, a re-design of the controller and simmer pcbs on vpps systems was carried out in which more space was allowed between components, promoting good soldering ability, improved stability, and integrity of the pcbs. Since system 0638-803-01 s/n (B)(4) was manufactured prior to the re-design, it did not include the advanced pcb components. A review of historical product complaints from the past two years shows that the same malfunction of an intraoperative pcb/hvps component failure has not led to serious injury. Furthermore, a review of two year historical vpps complaints shows this incident as a single event. Although a cause for the pcb failure could not be established, based on the age of the system (13 years) lumenis believes that the most probably cause for the reported event was wear.

Event description:
A user facility reported that while utilizing a lumenis versapulse powersuite 100w laser, a 'smell' was observed coming from the system, then smoke was noticed followed by a "bang" / "explosion". Patient was on table under general anesthesia. A lumenis pulse 20 was then rolled in to complete the procedure with a ~5 (<10) minute delay. No injuries to patient or user were reported, and no report that the malfunction caused or contributed to any change in the patient's health.